Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, when they opened the device they noticed that the hemopro 2 dissection tip looked torn, or shaved off a little bit. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Product is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).